Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 27-sep-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00613, 3008114965-2023-00614, and 3008114965-2023-00615. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent was still attached to the delivery wire inside the introducer. No apparent damages were observed. Microscopic inspection was performed, and no damages were observed on the stent, on the introducer or delivery wire components. The stent was advanced through the returned concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31000498) and it reached the distal end without noticeable resistance. The delivery wire and introducer components were not damaged before and after the functional testing. The issue regarding the stent component being impeded in the microcatheter was not confirmed, since no product defect was identified. There may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7258214. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) does contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00613, 3008114965-2023-00614, and 3008114965-2023-00615. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 19- sep-2023. [Additional information]: on 19-sep-2023, additional information was received. The information indicated that a continuous flush had been maintained through the microcatheter. The lumen of the envoy guide catheter was flushed with heparinized saline solution before the microcatheter was delivered into its lumen. The stent component was still on the delivery wire when it was removed from the patient; the stent / stent delivery system did not appear damaged. Another device (unspecified) did go through the same microcatheter without issue. There were no visible kinks nor, other damages noted on the microcatheter or on the envoy guide catheter. The information indicated that the resistance the microcatheter encountered at the distal end of the guide catheter did contribute to the stent becoming impeded at the distal end of the microcatheter. The replacement devices were another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212), another prowler select plus microcatheter (606s255x), and another envoy® guiding catheter, 6f, 100 cm, mpd (67025800). Information related to whether there was any allegation of negative patient impact and whether the reported issue resulted in any clinically significant delay in the procedure was unobtainable. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00613, 3008114965-2023-00614, and 3008114965-2023-00615. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported a patient presenting with an anterior cerebral artery aneurysm underwent an endovascular embolization procedure. During the procedure, the guide catheter, an envoy® guiding catheter, 6f, 100 cm, mpd (67025800 / 30824156) was placed at the target site, then a 150cm x 5cm prowler select plus microcatheter (606s255x / 31000498) was delivered into the guide catheter. It was reported that when the microcatheter was advancing at the distal end of the guide catheter, the physician encountered some resistance. A 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 7258214) was impeded at the distal end of the microcatheter and could not pass through. The physician removed the guide catheter, the microcatheter, and the stent from the patient¿s anatomy and switched to new devices to complete the procedure. There was no report of any negative impact to the patient.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. (B)(6) medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7258214. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00614, and 3008114965-2023-00615. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.